Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high reading issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 the customer received a sensor scan result of 484 mg/dl compared to a competitor meter reading of 210 mg/dl. Customer self-treated with insulin (dose unknown) based on the sensor result and subsequently experienced a loss of consciousness and convulsions. The paramedics were called and upon their arrival, the customer was diagnosed with hypoglycemia and treated with 2 injections of glucagon and an unspecified ¿drink¿ that the customer believed to be oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, the customer received a sensor scan result of 484 mg/dl compared to a competitor meter reading of 210 mg/dl. Customer self-treated with insulin (dose unknown) based on the sensor result and subsequently experienced a loss of consciousness and convulsions. The paramedics were called and upon their arrival, the customer was diagnosed with hypoglycemia and treated with 2 injections of glucagon and an unspecified ¿drink¿ that the customer believed to be oral glucose. There was no report of death or permanent impairment associated with this event.